Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Multiple attempts have been made by tandem technical support to follow up with customer, however, no response was received. Additionally, it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customers blood glucose (bg) level was 400 mg/dl to ¿high¿ continuous glucose monitor graph. Elevated bg was addressed by a correction bolus via the pump.